Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation the product surveillance technician (pst)confirmed the issue. The customer is aware of the fact that using an extension cord is discouraged per the instructions for use (IFU), the fsr has discussed this with the perfusionist, but the way their operating room is setup, they have to use it. No additional action will be taken at this time.

Event description:
It was reported that during the use of the device for a non-clinical activity, the system-1 was running on battery power when it was plugged into the alternating current (a/c) outlet. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The reported issue was discovered as they moved the system-1 into the room before surgery. The perfusion technician said they tried plugging the unit in another outlet but had the same problem. The field service representative (fsr) asked perfusion technician to shut it down and it was removed from service. The customer removed the tubing circuit and placed it on another system-1, so there was no delay of case or pt harm. The fsr verified the complaint. The fsr tested the alternating current (a/c) power cord (extension cord is used on this system) and found extension cord is stressed at hubbell plug strain relief and black lead is open internally. The fsr repaired the extension cord and tested operation satisfactory. The system-1 is now running on a/c power when plugged in and batteries are charging. The system-1 switches to battery power normally when a/c power is removed. The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further eval.